Event description:
It was reported that a home patient (hp) felt very full during dwell one of four on a homechoice (hc) machine. The hp did not drain very much during initial drain. The caregiver (cg) disconnected the hp and drained the patient manually. The hp drained out 3500ml. The cg got the hp into drain one where another 738ml was drained out. The largest prescribed fill volume was 2000ml. The reported volumes meet increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) assisted the cg to bypass to fill as most of the fluid had been manually drained out. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service data found that this device did not have any service history. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.